Event description:
I had bii breast implant illness. I had many horrible symptoms start about 4 years after implantation. Rashes, fatigue, migraines, fungal infections, nausea, inflammation, weight gain, joint pain, food intolerance, vision loss, trouble breathing, heart palpitations, anxiety attacks, depression, digestive issues, hormone imbalance, hair loss, vitamin deficiencies, dizziness, lowered immune function, swollen and sore lymph nodes and more. They tested me for all kinds of diseases and nothing really matched up. Autoimmune issues were the dr's number one pick of what was wrong but they couldn't pin point any one disease. I explanted my implants on (B)(6) 2016 and am now almost completely healed. I was almost all symptom free the first 6 months after explant with total capsulectomy. FDA safety report ID# (B)(4).